Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and delivered two inappropriate shocks. The tachy therapy of the patient¿s device was turned off during follow-up check to address the issue. Further, the patient has twiddler syndrome. Additional information indicated that the device provided shock due to atrial fibrillation (af) and the therapy was not exhausted. During the revision procedure, the electrode end of the rv lead was damaged. The right ventricular (rv) lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance test was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.